Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device is currently being evaluated. The evaluation of the subject device confirmed the following; -the reported event was reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During inspection of the subject device before a procedure, the customer connected endoscopes to this device, but the device did not recognize the endoscopes. Two ltf-s190-5 and a ch-s190-08-lb were being used with this device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; the manufacturing history (DHR) showed no irregularity. Defect of the connector was noted. Omsc guessed that the reported event was caused by the defect of the connector. If additional information becomes available, this report will be supplemented.